Manufacturer narrative:
Event date year valid only (2015). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for multiple back operations, degenerative disc disease/herniated disc pain, failed back surgery syndrome-other, other pain indications-other, and spinal pain. It was reported that the patient had to have the lead and ins replaced as the first implant disconnected 3-4 months after implant. The revision was done on (B)(6) 2016. The patient had to wait a year to have it replaced. No symptoms were reported. No further complications were reported or anticipated.